Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that no cause had been determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1jwyp, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an external stimulator (ens). The rep reported that there were high impedances on the lead out of the box, using both twistlocks and alligator clips. The rep reported that the patient had a higher voltage threshold for contact 1 and 2 for side effects. The rep reported that there were high impedances on pairs 1 <(>&<)>2 and 1<(>&<)>3. The rep reported the impedances were as follows: 0<(>&<)>1: 3971 ohms 0<(>&<)>2: 3960 ohms 0<(>&<)>3: 2551 ohms 1<(>&<)>2: 5691 ohms 1<(>&<)>3: 4443 ohms 2<(>&<)>3: 3624 ohms the rep reported that when they used a new lead, they tested normal impedances and got lower side effect thresholds using the same testing cables. No patient symptoms were reported. No further patient complications have been reported as a result of this event.